Event description:
Reportedly, during an inguinal hernia repair, a one and a half to two inch bladder perforation occurred. The surgeon stated he had an uneventful placement of the balloon, but immediately noticed air and blood in the foley bag. The pt had the operation converted to an open procedure to repair the bladder perforation. Pt was discharged 12/00 and will follow up with urologist. Foley catheter will be in place for approximately 10 days.